Event description:
Customer reports a fiber leak at the onset of treatment noted by a blood leak alarm and confirmed with positive hemastick. This fiber leak occurred in reuse #12. Treatment was continued with new disposables without incident. Estimated blood loss was 200cc. No pt injury or medical intervention reported.